Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 8mm nc emerge® balloon catheter was advanced for pre-dilatation. However, during inflation, the pressure decreased by itself and balloon rupture was suspected. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. There is tip damage. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The nc emerge device inflated and held pressure for 5 minutes without leaking. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 8mm nc emerge® balloon catheter was advanced for pre-dilatation. However, during inflation, the pressure decreased by itself and balloon rupture was suspected. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.